Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the esheath would not advance to the aorta over an amplatz extra stiff wire. The proximal iliac was ballooned with an 8mm mustang, then, the esheath was attempted to advance again. The esheath would still not reach the aorta. The team attempted to balloon again with an 8mm mustang and a new esheath was advanced to the aorta. The new esheath could not be advanced more than 2-3 cm past the iliac bifurcation of the aorta due to heavy calcium. At this time, an extra stiff wire was used, and a portion of the esheath remained out of the patient's body. Upon insertion of the delivery system and valve into the esheath, the valve became stuck in this expandable portion of the esheath (outside the body). The esheath and delivery system were removed together as a unit. A third esheath was then inserted, and a new delivery system and valve were used. The valve was successfully deployed. There was no injury to the patient. Per review of images provided, the following was observed: a liner strand on the esheath, esheath shaft damage, and the liner was torn.

Manufacturer narrative:
This supplemental report is being submitted to retract the initial report as it was submitted under the wrong complaint file in error. In this report, g3 reflects the date this error was observed, and it was decided to capture the event under manufacturing report number: 2015691-2023-10788 for consistency within the complaint file.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Post-procedural imagery of the esheath was provided by the facility; review of imagery shows a liner strand and scratching noted near the distal tip. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to introduce esheath and esheath damaged were confirmed with the returned imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. As reported 'heavily calcified, moderately tortuous iliac used for tavi. Ballooned with 7m mustang balloon before attempting first esheath insertion. The esheath would not advance to the aorta over an amplatz extra stiff wire.' Per IFU/training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.' Tortuosity can subject the sheath to sub-optimal angles that lead to non-coaxial advancement within the vessel, which can increase resistance and friction during insertion. Additionally, calcification can reduce luminal vessel diameter creating a constrained effect on the sheath during insertion. Furthermore, large and/or sharp calcified nodules create obstacles for the sheath to be inserted through and can damage the sheath by creating scratches or small tears. If the sheath was excessively manipulated to overcome the experienced resistance, the calcification can continue to damage the sheath further creating the strand observed. As such, available information suggests that patient (calcification, tortuosity) and procedural (excessive manipulation) factors may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.